Event description:
Cutting due of bone with hole saw - it slides over guide rod and holds bone in place to prevent muscle damage. During cutting rod broke and muscle tore requiring suturing and repair. Stryker is conducting failure analysis.